Manufacturer narrative:
Findings: reliability analysis evaluated 3 random sealed reservoirs. Inspected reservoir snap-cap width dimensions per d6014595. Using a new lab infusion set performed IFU reservoir d9195886-et2 section 6 and 7. Reservoirs failed perspec .reservoirs too tight to connected/release. Evaluated 1 opened/used reservoir. Inspected reservoir's snap-cap width dimensions per d6014595, using a new lab infusion set performed IFU reservoir d9195886-et2 section 6 and 7. Reservoir failed per spec. Reservoir found too loose to connected/release.

Event description:
It is reported that a customer stated that their insulin pump makes a lot of noise while functioning. The patient's blood glucose level was not recorded. The customer stated that there were no significant events that could have led to the issue. The reservoir was sent back for analysis. No further information was provided.